Event description:
The patient had aortic endograft placed in 2000 for aaa. Due to endoleak, he underwent at least two embolizations to the lumbar arteries and the ima in an attempt to treat the endoleaks. He had an extension put into the endograft to try to control any possible endoleaks. A CT in 2004 revealed the aaa had increased in size to 8.2cm with potential areas of endoleak. For that reason, he required explantation of the aortic endograft and placement of an aorta to common iliac artery graft on the following month.